Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of therapy/symptom relief beginning in 2015. There were no falls/traumas associated with the e vent. The patient first got the implant and it was helping his pain, but the day of the report, he said that he has ¿been having issues for about the last year.¿ the patient was really frustrated and said that he might have the health care provider take the implantable neurostimulator out. There was no planned surgical intervention. The day prior to the report, the device started acting ¿crazy.¿ this was described as going up from 1.20 volts to 3.00 volts and it got to the point where the patient couldn¿t shut it down. The patient thought that he got it off, but the patient was starting to hurt again because it was off. The day of the report, the patient synchronized with their device and reported that he was on program e at 2.90 volts. Adaptive stimulation was on and stimulation was on. It was reviewed that the reason the amplitude changes is most likely due to the adaptive stimulation that is enables, as it changes based on body positions. The patient reported that the stimulation had been giving him ¿belly pains for 6 months¿, since (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.